Event description:
It was reported that the pump shows an error on the screen to "call for service" every 48 hours. There was unknown patient involvement. No patient harm/adverse event was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
While performing a review of the file it was determined that it was a duplicate of an existing complaint record. Please disregard any reports associated with file mrn 3012307300-2024-12954-00. Please reference file mrn 3012307300-2024-11694-00 for all details pertinent to this event.